Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with a history of arrhythmia presented into the emergency room (ER) for a syncopal episode. Upon review of the device, it was noted that the atrial (ra) lead impedance had multiple low and out of range readings. In addition, there were inappropriate atrial tachycardia (at) and atrial fibrillation (af) episodes which appeared to be lead noise. Programming changes were suggested but not made. The patient had no arrhythmia¿s associated with their syncope and was stable and was scheduled to be discharged from the ER.